Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 630 (mg/dl). Prior to hospitalization the customer delivered boluses to address bg levels. While in the emergency room the customer was treated with insulin and fluids until bg levels decreased to 137 (mg/dl). The customer was then admitted to the hospital and treated with intravenous insulin and fluid. The customer was released the following day.